Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During the processing of this incident attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 3006705815-2019-04064. It was reported the patient's leads had migrated. The issue was confirmed via x-rays. It was reported that leads exhibited high impedance. In turn, surgical intervention may be taken at a later date to address the reported issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the lead was removed and a new lead was implanted to the top of t7. There were no reported complications. As it is unknown which lead device with the high impedance, both devices were reported.